Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had overcorrected for the carbohydrates consumed as the customer calculated the carbohydrates incorrectly. The customer's blood glucose (bg) level was 26 mg/dl and the customer's daughter administered a shot of glucagon. The bg level stabilized. The low bg was reported to be due to use error.